Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead exhibited high impedance. A chest x-ray confirmed a fracture. The lead was reprogrammed and remains implanted. No patient complications have been reported as a result of this event.